Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient had an increasing right ventricular (rv) threshold and the caller was questioning if this could be related to the patient's arrhythmogenic right ventricular dysplasia (arvd). The rv lead remains in use. No patient complications were noted as a result of this event.